Event description:
The hcp reported the patient had a skin cancer removed from his chest (B)(6) 2014 and after that the patient developed acute increased pain to his leg. The hcp saw the patient and they did a MRI to rule out a granuloma or changes to his pain pattern. The MRI was negative. The hcp stated the patient had a chronic history of cellulitis (20 years) to the affected leg and was thinking the increased pain was associated with that. The patient was on prophylactic antibiotics. The hcp increased the dose of the pump and the leg pain improved. The hcp also did an x-ray of the pump and catheter and that was negative. On (B)(6) 2014 the hcp saw the patient again and refilled the pump. The erv(expected residual volume) was 11ml and the arv(actual residual volume) was 13ml. Per the hcp this is the first discrepancy he had seen at refills. It was also noted the patient was getting successful pa bolus'sper ptm but clinically he was not feeling the tingling sensations he was getting before when getting successful bolus's (marcaine related). He also noticed yesterday that the patient was hypertensive and with the use of clonidine was concerning for the hcp. The hcp believed the patient was not getting the drug adequately. The patient was taking oral pain meds and was also on a clonidine patch (now due to htn). The patient would be coming back to the clinic tomorrow, (B)(6) 2014 and the hcp will check the pump logs. The hcp was not sure if he will do a cap dye study now due to the flare with the leg cellulitis. The pump was used to deliver clonidine, dilaudid, and marcaine. Additional information later reported the hcp checked the pump logs. The logs showed no problem with the pump. It was also noted the patient¿s blood pressure was higher than normal. Usually it is around 110, it has been as high as 190 and now was 140. The patient¿s pulse rate was also high. Per the hcp there was no reason for this medically and it did not appear the patient had an infection. The hcp increased the patient¿s oral dosages so ¿his pain hasn¿t been horrible.¿ the hcp also mentioned that when the patient hit his ptm he "gets some numbness" but the patient was complaining that wasn't happening. The hcp reported they checked for a volume discrepancy and erv 15ml and arv 16.5ml. The patient was still having increased leg pain but is getting some relief. The hcp had given the patient therapeutic bolus's and no real improvement of pain and the patient did not complain of tingling because of the marcaine. The hcp was concerned the pump was not giving the bolus's. The hcp stated there was no motor stalls.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n158078, implanted: (B)(6) 2009, product type: accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).